Manufacturer narrative:
It was reported that a patient underwent an ischemic ventricular tachycardia procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the distal electrode was damaged when going through a non-bwi sl1 sheath. The returned device was visually inspected and the ring # 2 was observed damaged and sharp, then, the catheter outer diameter was measured and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint has been verified. The root cause of the electrode damage cannot be determined, it could be related to the sheath, however this cannot be conclusively determined. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the distal electrode was damaged when going through a non-bwi sl1 sheath. The sheath had an abnormal bend to it when opened out of its package. This may have caused the damage to the stsf catheter following retrograde access. There were no exposed wires, lifted or sharp rings observed at this time. There was some slight resistance or difficulty during insertion/removal of the catheter. This event was originally assessed as not MDR reportable because if the electrode rings are smooth or dull, then the potential risk that it could cause or contribute to a serious injury or death is remote. The device was returned to biosense webster failure analysis lab for investigation and on (B)(6) 2017, it was discovered that ring #2 was damaged with a sharp edge. This finding is MDR reportable because if the electrode ring edges appear to be sharp or rough, this may cause a potential patient risk. The awareness date has been reset to (B)(6) 2017, the date the reportable finding was discovered.